Event description:
Related manufacturing reference: 3005188751-2016-00025. During a pulmonary vein isolation procedure, a pericardial effusion occurred. The patient became hypotensive and an echocardiogram revealed a pericardial effusion in the left atrium. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.